Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Initial reporter: unknown/not provided, as information was asked but it was not provided. Email address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the intraocular lens (iol) into the eye, there was a strand of unknown fiber on the front of the optics of the lens. The length is around the radius of the optics. The surgeon managed to rub it off the optics after a few tries with his sinskey hook. The iol remains implanted with no issues, but the foreign object was not kept; therefore it is not available for return. No further information was provided.